Event description:
Suspect device is erratic. Pt went to the hosp due to the results. The device read glucose at 229 mg/dl and a hospital's meter read 189 mg/dl. No treatment provided. Controls were not used and the device was miscoded. The device was replaced and requested to be returned for eval.